Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa. Approx. 2 years 8 months post implant, it was reported the patient presented emergently, complaining of lower right flank pain a type ia endoleak was observed. Per the physician, the patient was previously treated for a type ii endoleak with aneurysm enlargement - it was believed the type ia endoleak was caused as a result of a pressurized sac with sac growth, leading to infra-renal neck enlargement. No additional clinical sequalae were reported and the patient will be monitored.